Manufacturer narrative:
The hill-rom technician found two broken foot caster supports, broken foot linkage bushing, and failed foot brake caster. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the supports, bushing, and caster to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).